Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change, the ilet cartridge connector broke and the cartridge with part of the connector became lodged in the cartridge chamber, and the user was unable to remove it despite a rewind and attempted extraction with needle-nose pliers. Symptoms included no adverse clinical effects, and blood glucose was reportedly managed with multiple daily injections without impact. Outcomes included a device replacement and return logistics for the damaged unit. Investigation included customer troubleshooting and collection of the device for evaluation. Investigation of this case revealed a mechanical failure of the cartridge connector and resultant inability to remove the cartridge from the pump¿s cartridge chamber. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the connector during handling or use.